Event description:
It is reported that the patient was revised due to pain, limited mobility, deformity of tissue surrounding the knee and stiffness.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary - x-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown a definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. Product history search revealed no additional complaints against the related part and lot combinations. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. These devices are used for treatment. Review of the primary surgery notes shows the patella had significant articular cartilage disruption. The trial components were noted to fit nicely and gave good stability with good range of motion and patellar tracking noted. Review of the revision surgery notes state pre-operative diagnosis as loosening of the tibial component. While a definitive root cause for this event cannot be determined with the information provided, the common clinical presentation and date of original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2411-2010 contains the related tibial lot number. The device in question was implanted without a drop-down stem extension, prior to this field action.

Manufacturer narrative:
This report will be amended when our investigation is complete.